Manufacturer narrative:
Correction: section d6b - the correct " date of explant" should have been (B)(6) 2025.

Manufacturer narrative:
Correction: section b1 ¿ type of report "product problem" checkbox should not be checked.

Manufacturer narrative:
The product was returned. The interrogation results were normal and the visual screen was acceptable.

Event description:
It was reported that the patient presented with symptoms of skin discomfort caused by the implantable cardiac monitor (icm). The icm was explanted. There were no patient consequences.